Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). The customer's address is unknown:  new jersey (nj), USA has been used as a default.  FDA notified: the initial reporter also notified the FDA on (09/06/2019) via medwatch # mw5089377. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found with a unspecified bd syringe . The following information was provided by the initial reporter, "wrong syringes included in delivery for pt."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that mixed product was found with a unspecified bd syringe . The following information was provided by the initial reporter, "wrong syringes included in delivery for pt."